Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported in perri, b. Et al [the spine journal 7 (2007) 235-239] that a pt who had undergone a two-level acdf at c3-c5 using rhbmp-2/acs and bioabsorbable interbody spacers supplemented with 48 mm blackstone locking plate and six screws began noticing increased cervical swelling on postoperative day three that progressively worsened over the next three days, the pt was treated in the emergency department on post-op day five for anterior neck swelling and dysphagia. In the ed, " massive" neck swelling was noted primarily ipsilateral to the surgical approach. CT scan taken on admission showed tracheal deviation, right-sided soft tissue swelling of the neck, and gas within the tissues was observed at levels both above and below the hyoid. A surgical intervention was then performed following intubation to re-open the surgical wound and drain approx 15 ml of serous fluid. No discrete hematoma, actively bleeding vessels, or pus was observed. The wound was irrigated copiously prior to closure. The pt was treated with tapering dose of IV decadron, and was transferred to the ICU for recovery. The pt was extubated 24 hrs post-op, and experienced gradually improvement in swallowing and resolution of swelling. The pt was discharged on post-op day three.